Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain", "inflammation" and "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Event description:
Patient reported "pain", "inflammation" and "rupture". Later, healthcare professional contacted reporting capsular contracture, baker grade IV. Later through imaging report it was noted "fluid surrounding the breast prosthesis". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Later, healthcare professional contacted reporting capsular contracture, baker grade iii.